Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age is unknown but it was reported the patient was young. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part 323.062, lot 9156767. Manufacturing site: (B)(4). Manufacturing date: 26 september 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: distal fibula fracture surgery was executed on (B)(6) 2015. The surgeon connected the reported drill bit to the locking compression plate (lcp) distal fibula plate, and drilled with the reported threaded drill guide. At that time, the tip of the drill was broken. There was a five (5) minutes delay in surgery time. The surgeon commented that the patient's young solid bone might have contributed to the breakage. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: products were returned in a hogy bag. Article 323.062 (drill bit) was returned with a broken tip and the drill coil was opened. The tip was about 6 mm in length. In addition a drill guide (article 323.061) was returned without damages or traces of use. The diameter of the drill bit was measured and fulfilled the requirements. Also the core diameter at l2 (18mm) and the hardness fulfilled the requirements. A device history record review was performed. No deviation or abnormality was observed which could lead to the complaint failure. The way how the drill coil was opened and the way how the material broke from the drill bit leads to the conclusion, that the drill bit got in contact (in running mode) with a very hard material and subsequently was blocked. This lead to an overloading of the torque (drehmoment) and finally to breakage of the material. The above mentioned facts indicate that most probably the application during surgery lead to the breakage of the drill bit. There is no indication based on the investigation that the cause of the failure was in the production or the production process. Therefore the complaint is rated confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.